Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio 2 meter read inaccurately high in comparison to results obtained on another meter (onetouch vita). The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The reporter stated that the alleged inaccuracy occurred on an unknown date prior to contacting lfs, and claimed that the patient was unable to provide results for either the subject meter or the other meter (onetouch vita). The patient was unable to confirm how much time passed between obtaining each result. The patient manages her diabetes with insulin (self-adjuster) "novo rapid and lantus". The reporter claimed that the patient increased her dose of insulin as a result of the alleged product issue. The reporter claimed the patient developed the symptom of "hypoglycaemia" but would not provide specific symptoms. The reporter detailed that the patient self-treated with some "sugar". During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The reporter was unable to provide further answers on behalf of the patient. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter may not have met lfs' accuracy criteria.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.